Event description:
Information received from the field notes that the patient presented for a follow-up with a junctional rhythm of 30- 40 bpm. Multiple attempts to interrogate the device were unsuccessful with no output/no response to magnet applica- tion. Previous follow-ups indicated that the device was in back-up mode which was resolved by reprogramming and normal device characteristics with >51 months longevity. The device was replaced.